Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer's mother stated that the insulin was squirting out and the set was changed three times. The fourth set change worked. The displacement test was not performed because they did not have the blue clip. She stated that her son had high blood glucose and was given a bolus through the pump but it did not go own. The customer was given another bolus forty minutes later and he had a hypoglycemic event. The customer's mother declined to perform any tests. Troubleshooting was not completed. The device was not returned for analysis.